Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there was a low draw with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: tube didn't draw enough volume of blood. According to the customer's report, this issue has frequently been occurring recently.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to undrfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#(B)(4)).

Event description:
It was reported that during use there was a low draw with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: tube didn't draw enough volume of blood. According to the customer's report, this issue has frequently been occurring recently.